Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
H3 device evaluated by manufacturer: customer report of calcification, leaflet immobility, stenosis, and pannus was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact; heavy calcification was observed on leaflets 2, and moderate calcification on leaflet 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6 mm on leaflet 1 on the inflow aspect and 5 mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. The free margins of leaflet 1 was rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue fused leaflets 1 and 3 by approximately 2 mm at commissure 1, leaflets 1 and 2 by approximately 3 mm at commissure 2, and leaflets 2 and 3 by approximately 4 mm at commissure 3 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. Suture threads and pledgets remained attached to the sewing ring. Updated sections: d9, g3, h2, h3, h6 device code(s) and type of investigation.

Manufacturer narrative:
At this time, the device has not been provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 7300tfx mitral valve, implanted for 7 years and 1 month, was explanted due to calcification with leaflet immobility and stenosis with extensive pannus ingrowth present. Patient presented with worsening shortness of breath. A 27mm non-edwards valve was implanted in replacement. Intraoperative tee demonstrated excellent function of the valve with no perivalvular leak. The patient was transferred to the ICU in stable condition.